Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia following a complete supply change while using a contact/detach 23" 6 mm infusion set and requested additional training; the user¿s highest blood glucose was 256 mg/dl, the level remained above 180 mg/dl for about 2 hours, no alerts occurred for sustained hyperglycemia, no backup therapy or ketone testing was used, and no medical intervention was required. Symptoms included dry mouth. Outcomes included no reported long-term injury and no hospitalization. Investigation included troubleshooting and education with successful supply change. Investigation of this case revealed no device alarms and no confirmed device malfunction, with the cause of the hyperglycemia unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.